Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 116 mg/dl. Customer stated that they did not receive a low battery alert prior to the replace battery alarm. Customer stated that they did not receive a low battery alert prior to the replace battery alarm for second time. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test. (B)(4).